Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that the icg function was not available during surgery. The procedure was completed successfully with versius surgical system, without icg. The surgeon console was inspected and a flash drive was replaced. No harm was reported in relation to this event. At the time of this report, no further information has been provided.